Manufacturer narrative:
Section h11: *the following sections have corrected information: (h3) the broken talar trial screw reported was likely the result of applying a bending moment to the screw while removing the screw from the talus, which led to ultimate fracture. (H6) type of investigation: 10 (testing of actual/suspected device), 4109 (historical data analysis). Investigation findings: 3252 (fracture problem). Investigation conclusion: 61 (unintended use error caused or contributed to event).

Manufacturer narrative:
Section h10: (h3) the broken talar trial screw reported may have been the result of applying a bending moment while removing the screw from the talus, allowing it to fracture. However, this cannot be confirmed as the device was not returned for evaluation.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, during an ankle procedure on a (B)(6) y/o female patient, a screw broke when trying to pull it out with the screwdriver. When the surgeon tried to pull out the screw (351-90-04), which was fixing the right talar trial (351-04-01) in place, with the screw driver (351-93-01 + 351-93-02), the screw broke. The force applied was not higher than usual. The surgeon removed the lower part of the screw, which was in the bone of the patient, was removed with a small pair of pliers during which there was a 5-15 minute delay of the procedure. There was no negative effect to the patient.